Event description:
It was reported that the pump module displayed a "fatal error" message. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the ail sensor assy. Note that imdrf annex a0401, a1801, c17, d07, g02017 and g04088 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module displayed a "fatal error" message. There was no patient involvement.